Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to run the perform verification test (pvt) and run went on test lung. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).